Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After a reported trauma in (B)(6) 2020 the user's hearing performance with the device is affected.

Event description:
After a reported trauma to the implanted side in (B)(6) 2020, the user_s hearing performance with the device was affected. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
After a reported trauma to the implanted side in (B)(6) 2020, the user_s hearing performance with the device was affected. The user has been re-implanted.

Event description:
After a reported trauma to the implanted side in (B)(6) 2020 the user's hearing performance with the device is affected. Re-implantation is considered, however a date for surgery has not been finalized yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. A re-implantation surgery is to be carried out but no exact date has been scheduled yet.